Manufacturer narrative:
Additional information was received that the feeling of shock was not located at the ipg site. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing a feeling of shock when running the program. It was also mentioned that the patients ipg was unable to hold a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was experiencing a feeling of shock when running the program. It was also mentioned that the patients ipg was unable to hold a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.